Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Unknown as lot # is unknown. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, device is unable to be retrieved, post implant lifelong anti-coagulation, hook embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information h6 (health effect clinical code: e2002081) the following fields were updated per additional information received: b1, b2, b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, embedment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "the fluoroscopic images provided to me were obtained during inferior vena cava venography, performed in the frontal (ap) and oblique projections, and demonstrated both medial (right sided) and lateral (left sided) ivc filter components penetrating beyond the perceptible wall of the contrast filled ivc lumen. There were at least three significant (3) ivc filter component penetrations observed in the left/lateral position where the ivc filter components were extending well-beyond the perceptible wall of the contrast filled ivc lumen. The largest penetration demonstrated 50%, or more, of the ivc filter component extending beyond the perceptible wall of the contrast filled ivc lumen. The cook celect retrieval ivc filter is known to measure approximately 49 mm in total length. This was confirmed on the images provided from the (B)(6) 2015 study where the observed indwelling filter measured approximately 48 mm in total length. Therefore, this removed any reasonable concern for potential quantifiable variation, or over-estimation, of the measurement of the total ivc filter length, or component penetration, observed on this examination due to magnification. On the right, there was a significant and pathologic ivc filter component penetration of the perceptible lateral wall of the contrast filled ivc lumen measuring approximately 9.7 mm consistent with a grade 2 ivc filter component penetration. On the left, the most significant and pathologic ivc filter component penetration of the perceptible medial wall of the contrast filled ivc lumen measured approximately 20 mm consistent with a grade 2 ivc filter component penetration. As described above, and while other medial wall ivc component penetrations were present, this largest penetration was the most amenable to measurement, or quantification, on the images provided."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) - unknown. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 02/10/2017 as follows: the patient allegedly received device implant via right neck, jugular approach on (B)(6) 2014 due to dvts in both lower extremities. The patient allegedly had a removal attempt performed on (B)(6) 2015. The filter was allegedly not removed due to tip of the filter being embedded in the posterior wall of the ivc. No other removal attempts were noted. Patient is alleging: tilt, device is unable to be retrieved, other: post implant lifelong anti-coagulation, other: hook embedded.